Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement surgery due to eri, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead remains implanted. Patient condition was good.